Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be reprogrammed. Several different programmers were used in different rooms but were unsuccessful. The device was restored to normal settings and reprogramming was successful.